Event description:
Complainant claims that the product was put on the insertion device and got implant stuck in the canal, breaking distal inserter tip. Tip wasn't retrieved, but surgeon cemented over it, trapping it in the canal.